Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the proximal end. Further inspection found cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. Additional observation(s) unrelated to the reported complaint included: the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. A result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier wrist would not move. The jaw was slow to respond and did not close completely. There were 67 out of 100 clips left. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-nov-2024: the incident with the clip applier occurred after it was inserted through the cannula prior to clip application with the instrument in the patient and while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was partially related to clip applier jaws remaining static/not moving when surgeon commanded movement. The wrist exhibited delayed or intermittent responsiveness to masters controls and then the clip applier did not close completely when attempting to clip tissue. The tissue thickness was appropriate for the medium-large clip size. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was related to to unsuccessful clip application with incomplete closure. The issue was not related to the clip opening after closure of the clip. The issue resolved by using their other clip applier. The clip applier was sent back for evaluation. There are no photos and/or videos of this event available for isi review.